Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin is squirting out during the manual prime process, drive support cap is flush and had failed battery test. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reports insulin squirting out during the prime process. Customer states the drive support cap is flush. The customer received failed battery test alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, corroded battery tube, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.